Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after lunch the user experienced hyperglycemia with a peak blood glucose of 380 mg/dl, which began declining to 264 mg/dl while using the ilet and having announced the meal; the agent advised that the system¿s correction algorithm would increase insulin to return glucose to range, to continue monitoring, and to keep fast-acting carbohydrates available. Symptoms included hyperglycemia without reported ketones and without hypoglycemia. Outcomes included transient blood glucose outside of target for approximately two hours, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education via customer support. Investigation of this case revealed no device malfunction identified and an unclear cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause not determined and that the device operated as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.